Event description:
It was reported via repair work order that the fowler was drifting due to a malfunction fowler clutch. It was also reported that nurse call system battery wiring was broken and disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.